Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-rays confirmed that the ipg had flipped due to patient's large body habitus. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.